Manufacturer narrative:
The returned test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and reference meter: donor 1: 1.9 inr, donor 2: 2.4 inr . Customer strips and reference meter: donor 1: 2.5 inr , donor 2: 1.9 inr. Returned customer material and retention material comply with the specification. Complained lot and meter have fulfilled the release criterion of product control.

Manufacturer narrative:
(B)(6). Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of discrepant inr results with their coaguchek xs meter serial number (B)(4), in comparison to their doctor's coaguchek xs+ meter. The customer meter result was 3.2 inr and the doctor's meter result was 4.8 inr. The meter results were taken within 90 minutes of each other. It was noted that the customer dropped their meter earlier that same day. There was no therapeutic range given. There was no allegation that an adverse event occurred. The meter has been requested for return.